Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) system stated they heard beeping coming out of their device. Technical services (ts) reviewed and it was noted that the right atrial (ra) lead exhibited pacing impedances low out of range; however, beeping for this anomaly had been turned off. Ts did not suspect the device was causing the beeping and provided troubleshooting options. This product remains in service. No adverse patient effects were reported.